Event description:
A dreamstation auto CPAP device was returned to a third-party service center with no initial alleged complaint. There was no report of serious or permanent harm or injury and no report of medical intervention. During evaluation of the device, a visual inspection identified evidence of foam degradation and particulate matter within the blower assembly. Dust contamination was also observed; however, this finding was considered unrelated to the reported malfunction. Following completion of the evaluation, the device was scrapped by the service center. Based on the investigation findings of foam degradation and particulate matter within the device, this event is reportable under FDA 21 cfr part 803 as a product malfunction. No information was received indicating that the issue resulted in patient injury, serious injury, or the need for medical intervention.